Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for gastrointestinal/pelvic floor, fecal incontinence, and urinary dysfunction/sacral nerve stim. Reported that starting two months after implant the patient had a loss of therapeutic effect. It was noted that the device was ¿reconfigured¿ a few times and again last friday, and if that did not work, they were going to try something else in a month. The patient was asked to keep a log to see if the device was working, but could not remember what she was supposed to write down. The patient was referred back to her physician for clarification. On (B)(6) 2017 the consumer stated the implant didn't work right starting a few months after implant, but it was never explanted. The consumer turned stimulation off because they could feel a loose wire and if they bent a certain way they would ¿light up.¿ the manufacturer¿s representative (rep) tried to fix this and tried to have the leads go different ways and it would be okay, but then it would stop being okay, so they gave up on it and turned stimulation off. However, the doctor wanted them to try using the device again because it was better than going through botox all the time. An appointment was scheduled with the healthcare provider (hcp) for the following week where they were supposed to bring their patient programmer (pp), but they couldn't find it. On (B)(6) 2017 the hcp stated the consumer told them the lead was broken. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the circumstances that led to the device not working was that it was an old unit. Also that the circumstances that led up to the lead creaking was due to usage. The diagnostic and steps performed included the technician trying different functions and settings for the unit to work better and resetting the unit, but that the issue was still there. Patient's weight at the time of the event was (B)(6). No further symptoms or complications were reported.